Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current blood glucose level was between 101 mg/dl. The customer did report symptoms as a result of high blood glucose level such as nausea. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. The drive support cap appears to be normal. Troubleshooting was performed for high blood glucose level. The reservoir will not be returned and insulin pump will be returned for analysis.